Event description:
It was reported "impossible to deflate the balloon during removal. Numerous attempts to deflate it before succeeding. This was an unusual difficulty to remove and was very painful for the patient". Additional information states the patient condition as " fine, discharged".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "impossible to deflate the balloon during removal. Numerous attempts to deflate it before succeeding. This was an unusual difficulty to remove and was very painful for the patient". Additional information states the patient condition as " fine, discharged".

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on complaints of this nature.